Event description:
It was reported that during a laparoscopic appendectomy procedure the device would not fire. A second device was pulled to complete the procedure with no patient consequence. There is no further information available.

Manufacturer narrative:
(B)(4). Spring cartridge lockout. The analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was installed without any difficulties and did not fell out during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.